Manufacturer narrative:
Date received by manufacturer: 27sep2019. Date of report: 27sep2019. A touch screen assembly was returned for analysis. An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance and resistance ratio being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit touchscreen is not working. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Reported issue of not being able to be calibrated was able to be duplicated. The fse replaced the unit's touchscreen to resolve the reported issue. Unit was tested and passed.

Event description:
Customer contacted technical support (ts) stating that unit touchscreen is not working. There was no patient involvement.